Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the pump battery could not be charged resulting in the pump shutting off. Reportedly, the customer went to the emergency room (ER) with a blood glucose (bg) level above 500 mg/dl. The customer attempted to address their bg with a manual injection, however, was treated with intravenous fluids of saline and insulin at the ER. Customer was released on(B)(6) 2024 with issue resolved and no permanent damage. Reportedly, the customer continued to use the pump for insulin therapy